Event description:
It was reported that at approx 3 minutes of activation, the distal tip of the recanalization catheter separated from the outer catheter in the anterior-tibial lesion. The catheter was retracted without incident. The procedure was completed using a wire followed by angioplasty. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new paient information, which was updated in the appropriate sections.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. The device was returned for evaluation. The tip was examined under 10x magnification and the outer catheter had been pulled out from the distal metal tip was not aligned with the rest of the catheter. The investigation is confirmed for material separation. The root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.